Event description:
It was reported that the burr likely contributed to the guidewire fracture. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified proximal left anterior descending (lad) artery. A 1.75mm rotapro and a rotawire and wireclip torquer were selected for a percutaneous coronary intervention. A non-boston scientific guidewire was advanced through the lesion in the lad and into the distal lad. The non-boston scientific guidewire was exchanged to a rotawire using a non-boston scientific microcatheter. The 1.75mm rotapro was advanced over the rotawire and rotablation was performed on the proximal lad. The physician then decided to rotablate distally in the mid lad but with a smaller 1.5mm burr. The 1.75mm rotapro was withdrawn over the rotawire using dynaglide. A large kink was noted in the proximal end of the wire. During removal of the rotawire, a fracture occurred. An opticross catheter visualized that approximately 2cm of the guidewire tip remained entirely in the small septal artery and as such could not be snared. The remaining rotawire was withdrawn. The procedure was continued with a new rotawire and a 1.5mm rotablator. Rotablation was performed in the mid lad region with success. The 1.5mm rotablator was withdrawn and the lad was stented with a des stent and post dilated. The patient fully recovered.